Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, charge time out was noted on the device. No intervention has been conducted at this time. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of charge timeout was confirmed. Interrogation of the device revealed that it was above elective replacement indicator when received. A review of the device image showed that the device timed-out when charged for a 36j high voltage shock. The device was tested and functioned normally. The high voltage capacitors were analyzed, and internal damage to one of the capacitors was found. The damaged high voltage capacitor likely caused the extended charge time.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received that the device was explanted and replaced to resolve the event. The patient was stable with no consequences.